Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was having an issue when the balloon was being deflated the balloon material was not flattening out and there was a hard ridge/ring. It caused significant pain when removing the catheter. They had this happen in 3 patients with 3 different nurses over 24 hours. They were able to replicate it with a new catheter for a few times and then once the balloon was stretched out well, they were no longer able to replicate. They had used these catheters for a long time and none of the nurses remember this happening before. Per follow up via email on 08aug2023, customer stated that one patient was a lot more difficult to remove and the others just had the pain. Also stated that they were not sure if all of the catheters were from the same lot. The staff pulled back on the syringe to deflate the balloon and had one sample saved to send for evaluation. Also had 2 of the patients information.

Manufacturer narrative:
The reported event was confirmed and cause was unknown. One sample exhibited the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), an all-way silicone foley catheter. Visual inspection noted the balloon had mushroomed. This is out of specification per inspection procedure, which states, " balloon must not cuff after deflation. A potential root cause for this failure mode could be balloon material does not shrink quickly enough. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter.¿ correction: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the customer was having an issue when the balloon was being deflated the balloon material was not flattening out and there was a hard ridge/ring. It caused significant pain when removing the catheter. They had this happen in (B)(4) patients with (B)(4) different nurses over 24 hours. They were able to replicate it with a new catheter for a few times and then once the balloon was stretched out well, they were no longer able to replicate. They had used these catheters for a long time and none of the nurses remember this happening before. Per follow up via email on 08aug2023, customer stated that one patient was a lot more difficult to remove and the others just had the pain. Also stated that they were not sure if all of the catheters were from the same lot. The staff pulled back on the syringe to deflate the balloon and had one sample saved to send for evaluation. Also had 2 of the patients information.